Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms and increased threshold measurements. The patient was not rv pacemaker dependent. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.